Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a box of bd¿ slip tip syringes arrived with bag label missing and liner bag missing. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: three photos were received and evaluated. Two photos show a top view at an angle of an opened bulk non sterile box of 10ml bagged product. The 10ml assembled syringes can be seen inside a poly bag. A tip of a twist tie can be seen protruding from underneath the area where the bag is tied. It is not possible to tell from the photos provided whether there is 1 or 2 bags present. One photo shows a label on a box from batch #8143756 (p/n 304406). Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note, per procedure only 1 bag is twist tied, while the second bag is covered and may be twisted without a twist tie. The reported defect was not identified in the samples received.

Event description:
It was reported that a box of bd¿ slip tip syringes arrived with bag label missing and liner bag missing. There was no report of exposure, serious injury, or medical intervention.